Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." There was no patient involvement.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no abnormalities were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. The cuff was observed under magnification and cut marks were observed. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.